Event description:
Patient was on the CT table ready for the injection of contrast dye, upon starting the injection, staff heard a pop. The techs stopped the injection and imaging, the syringe on the contrast side had busted towards the bottom of the syringe. Exam was not complete, we had to load the injector and restart the patients scan. No harm to patient.